Manufacturer narrative:
An additional lot number was reported. Lot number 2019-10vf. Expiration date: 10/31/2019, manufacturer date: 10/01/2017. End of report.

Event description:
A hospital inpatient reported she experienced redness, burning and itching when 3m¿ 2238 red dot¿ electrodes were applied to her chest for cardiac monitoring. She allegedly has 18-20 bright red circular marks on her chest where the electrodes were placed. An unspecified topical ointment was used for treatment.